Manufacturer narrative:
(B)(4). Batch # r5767u. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? No answer. What healthcare professional fired the device and what is his/her experience with the device? (Chief of surgery at (B)(6)). Experienced user. Where in the green gap setting scale was the indicator located prior to firing? The most closed staple height place in the green zone. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes . Was the device difficult to close? No . Was the device difficult to fire? No . Did the healthcare professional receive audible & tactile feedback when firing the device? Yes . Were the donuts inspected? If so, please describe. Yes, they were complete. Was a complete washer transection confirmed? Yes . Were there any staple formation issues identified? No . How and when was the dehiscence identified? With a bubbling test . How was the dehiscence addressed after converting to open? Fixed the dehiscence manually . What is the current status of the patient? The patient evolution is satisfying. Other comments from dr. : I had a lot of difficulty to remove the instrument after anastomosis. When the anastomosis done, I did as usual, I opened the instrument (outside of the green zone) and I tried to remove the cdh. There was a lot of resistance. I then opened a little more. I did move cdh from left to right and I removed it but hardly. There was a ¿hole¿ on 1/3 to ½ of anastomosis. Never seen that. It¿s like the staples were correctly applied but the knife didn¿t properly do the job. I may ¿¿snatched¿¿ stapled tissue that was not correctly cut. (Hypothesis).

Event description:
It was reported that there was a dehiscence of anastomosis during a left hemicolectomy. Needed to convert the case and complete open. Prolonged surgery.